Manufacturer narrative:
Additional information has been provided in sections h.6 and h.11. All batches are released according to the required specifications. Chemistry and micro data must meet regulatory requirements prior to each batch. The components issued to each lot must meet incoming inspection criteria prior to use in manufacturing. A lot code would be required for review of the complaint history and the batch documentation. No sample returned for evaluation. As insufficient information was provided for investigation, a conclusive root cause cannot be determined for the complaint conditions. Consumer mishandling, consumer physiology, and unrelated events could not be eliminated as potential root causes. All batches are released according to the required specifications. A sample or lot code would be required for review of the complaint history and analytical test results prior to release associated with the reported product. Insufficient information provided for investigation or root cause of this complaint; no action is required at this time. As no lot code or sample was received, no further risk assessment can be performed. Monthly trend reporting for complaints was reviewed and no adverse trend was identified for the reported event code(s) for the product. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that a male patient was diagnosed with endophthalmitis and presented with light perception only (very limited vision) with visual acuity changed to 20/50, pain, conjunctivitis, vitritis and hypopyon in the right eye along with the presence of aqueous cell and aqueous fibrin post fourteen days from uncomplicated phacoemulsification surgery with iol procedure. Pre-operative medications were given to perform surgery aseptically and wound integrity was found to be intact after performing seidel test post completion of surgery. A culture was performed with no growth. Anterior chamber tap was performed along with intravitreal antibiotics injection but it was not effective. Post operative steroid, antibiotic and non-steroidal anti-inflammatory drugs (nsaid) were prescribed and the patient is under monitoring. Current status of the patient is symptoms continuing. This complaint is pertaining to one of the two patients reported with post operative infections from the facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.